Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. An unidentified white substance was seen around the pump vents. The customer's blood glucose level was over 300 mg/dl and had moderate ketones. The contact administered an injection of insulin to the customer. After the cartridge was removed and reinstalled, there was a temporary delay in clearing the alarm. Insulin delivery was resumed.